Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found the photometer lamp was not meeting specifications. The photometer lamp assembly was replaced to resolve the issue. Following the replacement of the photometer lamp assembly, results from a total bilirubin calibration and patient precision study were acceptable. The fse verified instrument operation.

Event description:
The customer reported obtaining an erroneously low total bilirubin (tbil) result for one (1) patient, involving the unicel dxc 800 pro synchron system. The customer repeated the sample on an alternate dxc and obtained a higher tbil result within the normal reference range for the patient. The customer performed a precision test on the patient sample and the instrument generated erratic results. The erroneously low tbil result was not reported outside the laboratory. There was no effect to patient treatment in connection with this event. Quality control was within laboratory established ranges on the day of the event.